Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that he had unexplained high blood glucose of 340 mg/dl to 406 mg/dl. At the time of the call, the customer had blood glucose of 121 mg/dl. Troubleshooting found that the drive support cap was normal. A tubing clamp will be provided to the customer and willl call back when received to perform the high pressure test. The customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction.